Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 21 cm distal to the is-1 connector pin. Both lead segments were received for analysis. The inspection of the lead segments demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics and location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state in the region of the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. The rv shock coil was found damaged. This occurred most likely during the explantation procedure as a result of strong pulling forces. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 47 months it was reported that oversensing with artifacts was noted on this right ventricular lead. The lead was extracted. The implant and explant dates were not provided.